Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. The lead was replaced. No additional adverse patient effects were reported. Additional information received which indicated that the lead was surgically abandoned due to possible lead fracture.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. The lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.